Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Suspected cause was unknown, however customer cannot recall if bolus was programmed and delivered as intended. Customer received assistance from paramedics and was treated with a dextrose injection and was provided with carbohydrates to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.